Event description:
It was reported that a physician using a starclose se device achieved arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device could not be removed. Moderate force was used to remove the device from the pt anatomy. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.